Event description:
The customer reported approximately 10 mls of bluish reagent leaked from the aspiration probe of the coulter lh 500 hematology analyzer in secondary mode. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
Customer technical support (cts) had the customer performed bleach in secondary mode. The customer called the cts back and reported intermittent high results for white blood cell (wbc) and hemoglobin (hgb). The customer was able to troubleshoot with help from the cts over the phone. The customer stated that lyse was full and after multiple attempts to troubleshoot the instrument, the customer observed intermittently, lyse was not being delivered to the bath. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe rinse block (rb1) was leaking. The fse adjusted the probe to resolve the leak issue. The fse replaced a pressure solenoid to the manifold (mf14) that supplies pressure to the complete blood count (cbc) lyse supply to resolve high results for white blood cell (wbc) and hemoglobin (hgb) issue. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).